Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The tube of the sensor was found to have broken on (B)(6) 2016 after implantation on (B)(6) 2016. It was reported that a nurse may have broken the sensor by mistakenly pulling it when replacing a gauze.

Manufacturer narrative:
(B)(4). Additional information -- device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, labeled for single use?, device manufacture date, evaluation codes. The device was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the catheter material was torn and internal catheter wires were exposed and broken. The device was returned in three pieces. Due to the condition as received, no testing was possible. Based on their evaluation, the supplier was able to confirm the reported complaint and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.